Event description:
It was reported that, "the surgeon was final tightening the blocker, using both the counter torque and torque wrench. The torque wrench had not yet reached 12 mm when it started to slip. The surgeon investigated the problem and noticed the blocker had split. The team tried to use a screw extraction kit to remove the blocker, but were unsuccessful. They had to cut the rod and back the bolt out. Then replaced the bolt and a new blocker."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.